Event description:
It was reported to philips that the tempus pro is experiencing a problem with charging. Charging connector in the monitor does not hold in place.

Manufacturer narrative:
Updated evaluation method code grid to include communication/interviews.